Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/loose motor drive support disk.

Event description:
Customer reported that he had low blood glucose of 63 mg/dl and that his insulin pump is alarming motor error and the drive support cap is sticking out. Nothing further was reported.